Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 8 years due to stenosis. Per the op report, this was a (B)(6) girl with a history of tetralogy of fallot with pulmonary atresia and discontinuous pulmonary arteries for which she underwent a left modified blalock-taussig shunt with pulmonary artery reconstruction in (B)(6) 2003. This was followed by a takedown of the modified blalock-taussig shunt and #14 right ventricle to pulmonary artery carpentier-edwards conduit (subject device) in (B)(6) 2005. During the past year, the patient has reported progressive activity intolerance and fatigue. An echocardiogram obtained in february demonstrated severe conduit stenosis with a moderately dilated and hypertrophied right ventricle. The patient underwent cardiac catheterization on (B)(6) 2013, which showed mild-to-moderate right ventricular dilatation with mildly reduced function. The conduit was diffusely small without significant focal stenosis, and the branch pulmonary arteries were patent. Operative findings: the cardiopulmonary bypass time was 90 minutes with an aortic cross clamp time of 62 minutes. The previously-placed rv to pa conduit had a luminal diameter of 9 mm at the pulmonary valve. The pulmonary valve leaflets were intact and freely mobile. A 20-mm carpentier-edwards rv to pa conduit was placed. A left pulmonary arterioplasty was performed by carrying the conduit onto the left pulmonary artery. The post bypass echocardiogram demonstrated trivial tricuspid regurgitation. No mitral regurgitation. No aortic regurgitation, mild flow acceleration across the conduit (2 meters per second), no conduit regurgitation and good biventricular function. A left superior vena cava was present. Of note, the left atrial appendage lie directly posterior to the rv to pa conduit near the distal anastomosis with the pulmonary artery. There were no operative complications reported. The patient was transferred to the cardiac care unit in stable condition.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis. The op report documents the previously placed rv to pa conduit had a luminal diameter of 9 mm at the pulmonary valve. Unfortunately, the device was not returned to edwards for analysis. There is insufficient information to conclusively determine the root cause of this event. Although the root cause cannot be confirmed, it appears that this event was likely due to patient related factors. The patient's conduit was upsized from 14 mm (explanted device) to 20 mm, suggesting that this patient required a larger conduit. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.